Event description:
A consumer reported that her thermometer had allegedly given a false negative reading on her son. The device was reading 5 to 6 degrees lower than the child's actual temperature. The child was seen by their doctor and a fever was confirmed. There were no further complications and the patient is doing well now. Kaz has requested that the device be returned to our company for further investigation.